Event description:
Patient was admitted with severe head trauma from a mva. Due to the head injury, the patient could not be anticoagulated. The decision was made to place an ivc filter in an attempt to prevent pulmonary emboli. The filter was placed in 2004. Ten days later, the patient suddenly went into cardiac arrest. The code was unsuccessful and the patient expired. On autopsy, the pathologist found a massive embolus extending from right femoral vein to right atrium with migration of bard retrievable inferior vena cava filter to right ventricle. There were longitudinal linear intimal tears originating at distal inferior vena cava at 15cm extending to right atrium, with larger volume of embolus in the inferior vena. The filter was found at level of tricuspid valve, extending into right ventricle. Three of six hooked prongs embedded within the chordae tendonae of right atrium. Nonhooked capped tip of device near ventricular apex. Size of the embolus involved was so large that filter could not prevent migration to heart.